Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and indication for initial surgical procedure? Other relevant patient history/concomitant procedures? Was any deficiency or anomaly of the mesh noted? If yes, please describe it. Date - time of onset of uti¿s from the initial surgical procedure? How were recurrent uti¿s treated? Were cultures performed? Results? When was the mesh exposure first noted by a physician? Mesh exposure diagnostic confirmation? Date and findings of surgical intervention for exposure? What is physician¿s opinion as to the etiology of or contributing factors to both events ( utis and mesh exposure)? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced recurrent urinary tract infections and the feeling of something sharp in the vaginal epithelium. The removal of the 2 exposed mesh fibres and cystoscopy were performed. The device remains implanted. Additional information has been requested.